Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior flail. A mitraclip xtw was inserted and advanced to the mitral valve. However, the clip was unable to deploy. Therefore, the clip was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
H6: code 3270 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: deployment was never attempted because the clip did not open in the atrium. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced.